Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 14:23:51. During night drain cycle 17, the patient's ultrafiltration reading was 53ml, indicating the home patient (hp) drained 53ml more than their maximum programmed fill volume of 70ml. No additional information is available.